Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a crack along the battery compartment from the case seal to the bumper pad. The pump was found to have a dim and discolored display screen. Unrelated to the battery compartment and display issues, the u-groove area of the pump was damaged and a test clip was unable to attach to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.